Event description:
Caller reported that the batteries in the inratio2 meter started smoking. Alere home monitor trainer called during training with pt self tester. Trainer had inserted the batteries that came with the meter and noticed that one of them did not fit easily, she had to force it in. She started to train the customer and the batteries began to smoke. The trainer burned her finger slightly while taking the batteries back out. Batteries were normal alkaline batteries and were inserted correctly. Trainer noted that the spring on the battery in question was jammed in further than the others after she removed the batteries. Customer was sent a new replacement meter.

Manufacturer narrative:
Investigation pending.